Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Customer reported that the healing abutment did not seat in the implant. They were able to complete the procedure with another healing abutment.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111, 4114, 4110 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. . The heal collar 4.5x5.5, 5mm (hc455) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. Functional testing to recreate the reported event could not be as the device was not returned. Patient pre-existing condition, tooth location and duration of implant are unknown due to limited information provided by customer. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63344258. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63344258) using keyword (does not seat) and no other complaint was found. October post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product (hc455). Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were non-verifiable and the product was not returned.